Event description:
It was reported that balloon catheter intra-aortic balloon (iab), the issue appeared to be caused by a restriction in the balloon catheter after it was pulled during patient transport, not due to a pump malfunction. The ICU staff experienced catheter restriction alarms after reconnecting the cords, and despite switching to a second pump, the alarms persisted, prompting the physician to return the patient to the cath lab. There was no harm reported.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. A catheter restriction alarm was reported by (B)(6) in the ICU after receiving a patient from the cath lab. The issue began when the cord was disconnected during transport and persisted after reconnection. A second pump was tried, but the alarm continued, prompting the md to return the patient to the cath lab. (B)(6) did not provide sufficient product details (balloon type, size, pump info), preventing verification of whether the balloon was a getinge product. No patient harm was reported, and no formal product complaint was filed. Improper reconnection or handling of system components (cords) during patient transport, which likely led to: communication errors between the pump and catheter system, triggering persistent catheter restriction alarms. Inadequate troubleshooting due to lack of product information, limiting support and resolution. No balloon complaint was placed because there was no way to verify the balloon was a getinge product since (B)(6) could not provide any information. The failure mode is addressed in all iab risk files. All iab ifus address the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. Based on the rational provided above, no escalation to the CAPA process is required. Complaint record ID # (B)(4).